Event description:
The clinician reports the implant was inserted (B)(6) 2013 in fdi 27. On (B)(6) 2020, loss of osseointegration was verified. Patient presented with bruxism. The device was forwarded to the manufacturer. At the event the patient experienced: pain and hypersensitivity. No further patient complications were reported.